Manufacturer narrative:
The reported oad was received for analysis. The initial visual and tactile examination of the handle assembly, saline sheath, and driveshaft revealed the driveshaft to have been destructively cut from the handle assembly. The driveshaft section distal from the cut location was not returned. The oad was tested and was found to function as intended with no abnormalities observed. As all components of the device were not received, the reported event was unable to be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the device became stuck in the patient and required surgical removal. The target lesions were located in the superficial femoral, popliteal and tibial-peroneal trunk arteries. Following treatment of the first two lesions with the oad, the device stopped functioning and became stuck during treatment of the tibial-peroneal trunk. The device was cut at the hub and multiple attempts were made to remove the device, but were unsuccessful. Surgery was performed to remove the device, and it was found that the crown had perforated the vessel wall. The crown was removed, the vessel was repaired and the patient was stable following the procedure.